Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The displacement test and unexpected restart test weren't performed due the keypad anomaly. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches pm the lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner.

Event description:
Customer reported via phone call, she had cervical surgery and is in rehab. She is trying to change the set but the keypad isn't responding and it keeps alarming unexpected restart. Customer's blood glucose was 252 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.